Event description:
Distributor reported output was not correct. There was no report of patient involvement. Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. Previous investigations found some material contained areas of larger deposits that could be removed. No foreign material or this material was found to determine the cause of the scratch. The material supplier has since been changed. The new material contains a better homogeneous surface and has been reported to be easier to machine. This valve was made prior to implementing the new supplier.

Manufacturer narrative:
.